Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a service technician. This is an ancillary service event. Visual inspection, functional testing, a review of the alarm log were performed. A service history review was performed. Visual inspection revealed a damaged power cord. The cause of the condition could not be determined. To correct the condition, the power cord was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.